Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using instrument top bactec fx packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. There was no indication that results were reported out and the customer stated there was no patient impact. The following information was provided by the initial reporter: "we recently moved to a new environmental monitoring system that has an alarm n it for temperature and also for any positive blood culture signals. As part of the validation we were reviewing recent positive samples, however the alarm is not registering on our new system. The engineer & supplier of the new system need us to trigger a positive alert while they are on site so that the problem can be resolved. I previously spoke to aqualant engineer about this but he advises that he would need to be on site as well. Therefore I am looking for a service call which I will co-ordinate with the environmental monitoring engineer. Was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? Not sure. If applicable, is there a confirmatory test standard procedure? Yes , they always confirm. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? Possibly, 2 ¿ 3hours delay."

Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated that they moved to a new environmental monitoring system that has an alarm or temperature and positive blood culture signals. However, the alarm is not registering on their new system. Bd remote assistance communicated with the customer and confirmed that the customer unlocked blocked stations on the offline racks and inserted calibration vials to rows e and f. Bd remote assistance provided customer with remote alarm testing information and left calibration bottles to simulate the positive vial. This is an unconfirmed failure of the bd product. Device history record (DHR) review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history record review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. The root cause was unable to be determined. CAPA is not required for unconfirmed complaints. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while using instrument top bactec fx packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. There was no indication that results were reported out and the customer stated there was no patient impact. The following information was provided by the initial reporter: "we recently moved to a new environmental monitoring system that has an alarm n it for temperature and also for any positive blood culture signals. As part of the validation we were reviewing recent positive samples, however the alarm is not registering on our new system. The engineer & supplier of the new system need us to trigger a positive alert while they are on site so that the problem can be resolved. I previously spoke to aqualant engineer about this but he advises that he would need to be on site as well. Therefore I am looking for a service call which I will co-ordinate with the environmental monitoring engineer. Was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? Not sure. If applicable, is there a confirmatory test standard procedure? Yes , they always confirm. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? Possibly, 2 ¿ 3hours delay. "